Manufacturer narrative:
The initial MDR 1226181-2013-00137 was filed on (B)(4) 2013. Corrected information ((B)(4) 2013): upon further review, it was determined that the information in MDR 1226181-2013-00137 required correction. The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer calibrated the instrument with a new triglycerides reagent lot. Quality controls were run multiple times, and all were within range. This instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant, falsely low triglycerides results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low triglycerides results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the sample probe was not mixing. The fse replaced the sample probe e-chain and the stepper driver printed circuit board. The fse verified functionality of the sample probe mixer, which was within specifications. The cause of the discordant, falsely low triglycerides results is a malfunction of the sample probe mixer. The instrument is performing according to specifications. No further evaluation of this device is required.